Event description:
Healthcare professional reported they injected with 0.8 mls of juvéderm® volux¿ xc into a patient's jawline three to four months later, nodules were experienced. One on each side was noted with one being more visible and one being less visible. Healthcare professional dissolved the product and event resolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.